Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump was over delivering. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's spouse stated that they treated the low blood glucose with food and juice. The customer's spouse reported that the blood glucose dropped from 106 mg/dl to 49 mg/dl as well. The customer's spouse reported that they had low blood glucose of 51 mg/dl and treated with food which made the blood glucose went up to 323 mg/dl. The customer's spouse stated that they had blood glucose reading of 120 mg/dl and dropped of 39 mg/dl after activity. The customer's spouse stated that they treated the low blood glucose of 39 mg/dl of food and orange juice. The insulin pump will not be returned for analysis.